Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H6: added code to medical device problem code. H11: updated based on the results of the investigation. Investigation summary: no product returned for investigation. No data logs available. Hemolysis/mechanical interaction with blood: patient¿s creatinine is continuing to climb with blood in his urine. Hemolysis began during cp support and patient not responding to stimulants, so pump was explanted. The cause of the hemolysis was not determined due to lack of product and data logs available for investigation. Device history review: the pump passed all post sterile inspection checks.

Event description:
The user facility reported patient had a cp placed for the support of a patient found down from a witnessed arrest. The patient was transferred from community to a tertiary medical center. The cp was placed and coronary microvascular disease assessed as well as lack of neurological status. The cp was explanted with signs of hemolysis after 31 hours. Patient survived event.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.